Event description:
Related manufacturer reference number: 2017865-2024-33414. It was reported that the patient was presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was unable to capture. In addition, the right atrial (ra) lead was found unable to sense and capture. The physician elected to explant and replace both the ra and rv lead on (B)(6) 2024. The patient was in stable condition.